Event description:
It was reported that a cartridge alarm occurred during insulin delivery and that the pump indicated a data log corruption. Customer reloaded cartridge to resolve the issue and continued to use pump for insulin therapy. Customer¿s blood glucose level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.